Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The complainant reported a patient undergoing cardiac surgery for ventricular septal defect was implanted with an impella 5.5 device for mechanical circulatory support during impella 5.5 placement, the physician noted on echo that guidewire crossed a ventricular septal defect into the right ventricle. The guidewire was repositioned into the left ventricle. The impella was inserted and ramped up. Shortly after initiation, pulse pressure narrowed. Physician noted effusion on echocardiogram. The physician suspected right ventricle perforation from the guidewire. The physician decided no intervention was needed. The patient is stable. The patient remains on impella 5.5 support on the date of this report.

Manufacturer narrative:
The investigation for the reported ventricle perforation has been completed. The product was not returned. Based on the provided clinical details, the root cause of the ventricle perforation was most likely due to guidewire puncture due to improper technique. Added-d6b, h6 component code 925 b2-selected death and added patient date of death b5-added mso review. F6/f8 should have been left blank in the initial report. H1-type of reportable event changed to death. Added h6-impact code 1802.

Event description:
It was further reported that the the care was withdrawn and the patient expired at explantation of the device. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough information to exclude impella as an associated factor in the patient's outcome.